Event description:
It was reported that following the cardiac resynchronization therapy defibrillator (crt-d) system implant, a hematoma had formed in the pocket after implantation, so it was treated with drainage and it was under monitoring. After several times of drainage, the drainage hole did not repair, so the physician determined that this treatment would lead to infection in the future. The crt-d system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.